Event description:
Complainant alleges "during initial exposure on total knee arthroplasty, a #10 blade snapped into two pieces while being used. The bottom portion was returned on the knife handle, and the blade was retrieved by the surgeon from inside the patient's knee." Note that this was reported as medsun (B)(4).

Manufacturer narrative:
The sample was not returned for evaluation, and no pictures of the device were provided. The complaint could not be confirmed., and the root cause is undetermined. Potential root causes could either be machine related or user related for excessive force. This should be considered the final report. If any additinal relevant information is identified, it will be submitted in a supplemental report.